Event description:
The 2 cm tip of injection needle with luer lock (pelviscopy instrument tray) broke off from attachment to instrument shaft when surgeon injected vasopressin into uterine myoma. The needle is an instrument in the pelviscopy tray; will order a replacement from storz.